Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the device displayed fault code 1005 for high out-of-range shock impedances of greater than 125 ohms, the physician was informed the patient would need to be admitted to the hospital, and the patient was later admitted to the hospital. Boston scientific technical services (ts) was contacted, and ts confirmed high impedance values over the last year, some reaching almost 170 ohms, and discussed options. The device and lead were explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the device displayed fault code 1005 for high out-of-range shock impedances of greater than 125 ohms, the physician was informed the patient would need to be admitted to the hospital, and the patient was later admitted to the hospital. Boston scientific technical services (ts) was contacted, and ts confirmed high impedance values over the last year, some reaching almost 170 ohms, and discussed options. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the device displayed fault code 1005 for high out-of-range shock impedances of greater than 125 ohms, the physician was informed the patient would need to be admitted to the hospital, and the patient was later admitted to the hospital. Boston scientific technical services (ts) was contacted, and ts confirmed high impedance values over the last year, some reaching almost 170 ohms, and discussed options. The device and lead were explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the h4 device manufacture date.